Manufacturer narrative:
Initially, one event was previously reported by the patient's attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the information available at this time, no definitive conclusions can be made. This is a patient with a documented medical history of hernia recurrences prior to the implant of any bard product. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged hernia/additional surgery/adhesions. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004 - repair of ventral hernia with three non-bard mesh products. On (B)(6) 2005 - repair of ventral hernia with ventralex mesh. On (B)(6) 2006 - laparoscopic ventral hernia with an unspecified non-bard mesh. A generalized diastasis was noted of the lower abdomen. On (B)(6) 2006 - repair of recurrent ventral hernias with composix kugel mesh. Several small hernias were noted around the edges of the previously placed ventralex mesh, omentum adhesions to the mesh were also noted. (Note: see MDR 1213643-2012-00409 for information related to the composix kugel mesh) on (B)(6) 2007 - the patient was feeling some discomfort and was emphatic about having the composix kugel mesh removed, therefore, excision of the composix kugel mesh and placement of non-bard mesh was performed. Reportedly, "the mesh appeared to completely intact and there was no evidence of any recurrent ventral hernia." The non-bard mesh was primarily sutured to the previously placed ventralex mesh. On (B)(6) 2009 - repair of recurrent ventral hernia with non-bard mesh. On (B)(6) 2009 - repair of recurrent ventral hernia with non-bard mesh and mesh reinforcement of the anterior abdominal wall with flat mesh. The md noted "I wanted to not only repair the hernia but to reinforce the anterior abdomen with a large piece of mesh to try and prevent these numerous recurrences." (Note: there was no indication that there were any issues related to the flat mesh)